Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead caused the patient to experience muscle stimulation. The lead was capped and the patient was stable before, during and after the procedure.